Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used in a stenting procedure to treat a malignant stricture within the second and third portions of the duodenum on (B)(6), 2010. According to the complainant, the stenosis was "long" and the patient's anatomy was tortuous. The first stent (addressed by manufacturer¿s report # 3005099803-2010-03872) was deployed within the second portion of the duodenum; however, the flared, proximal end of the stent failed to fully expand at the cap of the duodenum. The physician attempted to place another stent (addressed by manufacturer¿s report # 3005099803-2010-03871) to open up the cap of the duodenum, however, while attempting to deploy the second stent, the physician experienced strong resistance. During an attempt to reconstrain the stent, the handle of the device broke. The physician was able to remove the partially deployed stent and a wallflex (9cm) was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.